Manufacturer narrative:
Insulin pump received with blank display, problem isolated to lcd board. Unable to perform any tests due to blank display. The insulin pump was received with broken battery tube thread, cracked reservoir tube lip, cracked reservoir tube,cracked reservoir tube window, cracked case near display window corners, cracked on display window and minor scratches on display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was blank. Customer blood glucose reading was 117 mg/dl. Troubleshoot was performed. Customer was not calling back after receiving a new battery cap. Customer insulin pump was making loud noise, battery was removed but the issue reoccurred. Customer stated there was no physical damage on the insulin pump. Customer was using aaa energizer battery; new battery was inserted but the display did not return. Customer was advised to remove the battery for 10 minutes and reinsert it. Customer was advised to discontinue use of the pump and revert to backup plan per healthcare provider instructions. The insulin pump will be returned for analysis.